Event description:
Promus premier china registry. It was reported that myocardial infarction occurred with residual effects. In may 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre- dilatation, followed by the treatment with 3.00 mm x 32 mm promus premier stent system. The residual stenosis was noted to be 10%. Post- dilatation was not performed. Sixteen days post procedure, the subject was discharged on aspirin and clopidogrel. In april 2021, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and was hospitalized on the same day for further treatment and evaluation. At the time of the event, the subject was on aspirin and clopidogrel. Angiography without revascularization was performed to treat the event. Ten days later, the event was considered to be recovered/resolved with sequelae and on the same day the subject was discharged from the hospital.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that myocardial infarction occurred with residual effects. In may 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre- dilatation, followed by the treatment with 3.00 mm x 32 mm promus premier stent system. The residual stenosis was noted to be 10%. Post- dilatation was not performed. Sixteen days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and was hospitalized on the same day for further treatment and evaluation. At the time of the event, the subject was on aspirin and clopidogrel. Angiography without revascularization was performed to treat the event. Ten days later, the event was considered to be recovered/resolved with sequelae and on the same day the subject was discharged from the hospital. It was further reported that in (B)(6) 2021, the subject was diagnosed with coronary atherosclerosis after pci and was hospitalized on the same for further treatment and the events were treated medically. Three days after, the event was considered to be recovered/ resolved and on the same day the subject was discharged from the hospital. It was further reported that the acute non-st-segment elevation myocardial infarction did not occur to the patient as it was reported incorrectly and coronary atherosclerosis after pci (lad and rca) is considered not related to the study device.